Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was analyzed. Visual inspection of the lead confirmed the lead tip had become separated and was missing. Stretching of the distal section of the lead was also observed, likely due to the explant procedure. The electrode tip had been pulled out of the distal end of the lead body.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. When this lead was being removed, the lead tip began separating from the lead body and became detached from the lead body after it was removed from the patient. There were no additional adverse effects reported. The product was explanted.